Manufacturer narrative:
(B)(4) - zipper components broken. Eval results: eval of the product found that the zipper slider body is open on panel side a access window. (B)(4).

Event description:
The distributor reported zipper damage on the side b panel, the pull-tab and slider are broken. There was no pt incident or injury.